Event description:
Total knee arthroplasty performed 1999. Subsequently, pt experienced pain and radiographs indicated that a portion of the tibial locking bar had fractured. Loose fragment was removed during arthroscopic procedure in 2001.